Event description:
It was reported the balloon detached from the catheter shaft upon removal following a successfull arteriovenus hemodialysis fistula graft dilatation procedure. An unsuccessful attempt to retrieve the detached segment followed. The pt's condition is fine. A portion of this device was returned, evaluated and retained by this MFR. The balloon was detached and not returned for eval. Both bonds were present on the catheter shaft. Kinks were noted on the catheter shaft 13, 14 and 14.7 centimeters from the distal tip. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Additionally, co's follow up revealed that an introducer sheath was not being used with this balloon catheter. As this device displayed characteristics consistent with exertion against resistance, multiple kinks in the shaft, co believes these factors contributed to this event and does not attribute it to the device. Directions for use state: "when inserting a catheter through a badly scarred area, use of an introducer sheath is recommended. When withdrawing the balloon out through the entry site, a gentle rotation of the catheter in a counter-clockwise direction will cause the balloon to fold around the catheter shaft facilitating withdrawal. Caution: if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."